Manufacturer narrative:
Neither medical intervention nor add'l treatment was required. The pt returned for the next regularly scheduled treatment. Gambro techs have not inspected the machine. It has continued to be used and as of a week later, there were no reported reoccurrences of fluid removal inaccuracy.